Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 2nd of october 2016 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found pinched line leading to the bf probe waste pump. Customer straightened tuing and verified proper operation. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to bf probe waste pump tubing pinched. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(4) 2016 the customer reported error 2016 bf probe suction failure on their aia-360 instrument. The customer will perform wash probe cleaning, replace the wash reagent with fresh ones and check level sense wires. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.